Event description:
I had a surgery that was already in existence when lasik started. It was called prk. My vision was about minus 1.75 and the surgery was done on both eyes to get to 20/20, but a few years later my vision came back to being what it was, and has so far remained the same. I don't think I am allowed to have lasik surgery after the initial prk surgery.